Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1500 mg/dl and a "heart attack"; cause was not known. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and a procedure to "place stents in their heart". Customer was discharged 16 days later with the issue resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.